Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the mildly calcified left anterior descending artery. Direct stenting was performed using a 3.00x32mm taxus express2. As the physician tried to advance to the lesion, it could not cross the lesion. The stent was pulled back out of the body and found that a stent strut was deformed. The physician went back in and predilated and crossed the lesion with another of the same device successfully. Pt status is fine with no complications reported.